Manufacturer narrative:
UDI: (B)(4). Device history record review: a device history review was performed and no non-conformance's were detected related to the reported condition. Service history record review: a review of the service history record indicates that the device has been returned previously for an unrelated malfunction. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the sticky trigger issue was related to normal wear and the corroded bearing was related to a design issue. The assignable root cause was determined to be due to wear from normal use and servicing and design, construction/ design false, defective. The issue related to the cracked saw head locking has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the recon sagittal saw device. It was determined that the bearing was corroded, the lid leak tightness test failed, and the device was difficult to assemble/ disassemble. It was observed that the thread saw blade coupling was damaged. It was further determined that the device failed pretest for check for leakage, check saw blade coupling, check proper function of the trigger, check roundness of housing and check the fitting of the lid. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the ninth day in august. The actual year was not specified. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.